Event description:
Caller states the patient tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occured in (B) (6).